Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead were greater than 2000 ohms. It was suspected that the lead conductor was damaged. Fluoroscopic evaluation was performed but was unable to conclusively identify the issue. This rv lead was surgically abandoned and replaced. The associated pacemaker was explanted and replaced. No additional adverse patient effects were reported.